Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged 196-244 mg/dl. The customer change pump supplies to address the issue. Subsequently, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer's blood glucose level was 250 mg/dl. Customer reverted to an alternate method of insulin therapy.